Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. Physio then completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that there was an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge energy. At the time when the code is logged by the device, its charge function would be disabled. As a result, defibrillation therapy may be unavailable, if it is needed.